Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The distal tip sheared off and was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of this investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. The overall length of the returned screwdriver blade measured and was within specification. Based on the current drawings, the fragment could be as large as 0.83mm long. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Since the student was using the wrong attachment while applying tension during the plate insertion, the end of the stardrive screwdriver shaft t8 tip broke. It was reported that the student should have been using the torque limiting attachment 1.2mm. No patient involvement. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes monument. Date of manufacture date: sep 3, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the stardrive screwdrive shaft t8 tip during use in a product development training class. The depuy synthes product development engineer reported on (B)(6) 2017 that during a research and development product training class, while using the stardrive screwdriver shaft t8, the student participant made a mistake and connected the stardrive screwdriver shaft t8 to a 2.5nm torque limiting handle with quick coupling. This was done during the class while the student participant was torquing a 2.7 compression distraction post into a variable angled (va) ¿locking compression plate (lcp) medial distal tibia plate. Since the student participant was using the wrong attachment while applying tension during the plate insertion, the end of the stardrive screwdriver shaft t8 tip broke. It was reported that the student participant should have been using the torque limiting attachment 1.2mm. This was a training class with no patient involvement. Concomitant devices: 2.5 nm torque limiting handle with quick coupling (item # 03.127.016, lot # unknown, quantity 1 each). 2.7mm compression distraction post; (item 03.118.008, lot # unknown, quantity 1 each). Variable angled (va) ¿locking compression plate (lcp) medial distal tibia plate: (item # unknown, lot # unknown. Quantity 1 each). This report is 1 of 1 for (B)(4).